Event description:
It was reported the patient experienced a pocket infection that was confirmed. No signs/symptoms of infection were reported as a result, the pump and catheter were explanted. The date of explant was unknown / not reported. The infection was associated with implant and it was further noted that the infection occurred ¿weeks¿ after a pump and catheter replacement (refer to manufacturer report # (B)(4) for the replacement event). The onset date of infection was not specified. The device system was used to deliver gablofen.

Event description:
Additional information was received from a device manufacturer representative (rep). The device was removed due to infection a couple weeks after the last procedure on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).